Event description:
A baxter sales representative contacted baxter (B)(4) regarding a misassembled minicap. The representative relayed the report for the home patient (hp) that the sponge was out of the minicap, which occurred before use. There was patient involvement but no patient injury or adverse event was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4):this complaint for a misassembled minicap was not confirmed and the root cause was not determined. A sample was not returned to baxter; therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.